Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was removed/broken. Visual inspection found the right plunger case was cracked and the top case was chipped. There was check clutch error in the error history log. The issue was duplicated. Replaced clutch half's and that cleared up the problem. Root cause was attributed to both clutch halves not operating as intended as a result of customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced clutch half's left and right. Replaced leadscrew and spring as preventative measure; parts over 7 years old. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Replaced chipped top case. Performed functional and delivery tests. Device passed all tests after the completed repairs.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a clutch error. No patient injury reported.